Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and test strips were returned. No investigation required: test strips are expired and customer did not allege product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Caller called to inquire about true result meter. Customer is not alleging product defect. Advised customer to immediately stop the use of the true result products. The customer did not report symptoms. Medical attention with use of product was not reported. Customer was upgraded to true metrix product line. The test strips are expired: 01/31/2018. Customer test strips have been affected by the recall.